Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 2 of 2: manufacturer report: 1627487-2017-07465. It was reported the patient was unable to set the system to MRI mode. Diagnostics revealed low impedance for multiple lead contacts. The patient was referred to the surgeon for surgical intervention for lead revision.

Event description:
Ipg added as device 3. Device 2 of 3: reference manufacturer report: 1627487-2017-07467 and 1627487-2017-08094. Follow up information received which identified the patient had surgery to replace the scs leads. Intraoperative testing indicated the impedance issue persisted. The doctor decided to replace the scs ipg and the impedance issue was resolved.